Event description:
It was reported that the insulin pump alarmed button error, which could not be cleared. The caller did not know the blood glucose reading. The caller stated that he was unable to press any buttons to clear the alarm and had not used the device since receiving the alarm. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.